Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed and calcified lesion was located in the tortuous external iliac artery (eia). The v-18 guide wire was placed and the sterling 5.0mm x 40mm balloon catheter was advanced to the lesion without resistance. Upon inflation, the balloon ruptured at 14atms on the first inflation. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.